Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4). Per the instructions for use, do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair.

Event description:
It was reported that an arteriotomy closure of a heavily calcified left common femoral artery was attempted using a proglide device with a 6f sheath after a peripheral intervention procedure. Reportedly, there was resistance advancing the proglide in the vessel; however, it was able to be deployed. After suture deployment, the lever was closed successfully to retract the foot of the proglide and an attempt was made to remove the proglide from the patient anatomy. There was heavy resistance met when removing the proglide from the patient anatomy; however, with some force it was able to be removed. When the proglide device was removed, the sutures were present and were used in an attempt to achieve hemostasis; however, significant bleeding was still coming from the access site. A 6f sheath; 7f sheath; and 8f were each inserted; however, all did not seal off the bleeding. The physician obtained access in the right common femoral artery (rcfa) and put a balloon catheter up and over to the lcfa and deployed it to help control the bleeding. The patient was transported to the hospital via ambulance, accompanied by the physician who held manual arterial compression for 45 minutes. Surgical vascular repair was performed on the artery. The surgeon commented that there was a lot less blood than he had expected. The patient was put on a ventilator for anesthesia. The surgery was completed with successful repair of the vessel. The patient's hemoglobin level dropped the first night after the surgery. Two days post procedure, the patient died. The patient had remained on the ventilator since the surgery. The physician stated that it was initially a precaution to keep the patient on the ventilator for the first night. The patient had several severe comorbidities including severe mitral regurgitation and pulmonary hypertension that probably added to the need to remain on the ventilator. The physician believed that the cause of death was a result of sepsis and multi-system organ failure; however, the proglide may have been indirectly a contributor. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. It should be noted that the perclose proglide instructions for use (IFU), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on medical review, a conclusive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined. The reported patient effects of anemia, hemorrhage, vascular injury (tissue injury), sepsis and death are known inherent risks of the procedure. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.